Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable. System operates as intended.

Event description:
Customer reported the system displays a message stating system needs to be rebooted, but is still being displayed after reboot. No pt injury was reported.